Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer experienced falsely depressed calcium results for one patient on the architect c16000 analyzer. The following data was provided: initial 0.81 and repeated at 1.74 mmol/l. There was no impact to patient management.